Event description:
During a surgical procedure a cautery accessory cable closest to the resectoscope began to spark near the physician's face. The cable was discontinued from use immediately. It was noted that the connector end frayed and broke. There was no flame or fire on drapes nor injury to patient, staff or physician. The esu unit was also inspected and was operating correctly. Found that the ground on the power plug of the esu was intermittently bad when twisted and so the power cord was replaced. This, however, had no effect on accessory cable sparking.